Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "not administering meds" was not reproduced. Evaluation sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at a volume to be infused of 40 ml with the results of 40.647 and passing error percentage of 1.6175%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not administering medicines during delivery in the biomedical service department. Additional product (saline solution) was being used at the time of the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6: type of investigation, h11. H11: a review of the event history log revealed infusions at recommended parameters. A device history review revealed no issues that could have caused or contributed to the reported issue.